Manufacturer narrative:
Approximate age of device - 2 days. The device was returned to the manufacturer but evaluation is not yet completed. The patient remains ongoing on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was not receiving visual or audible "low flow" and ¿low speed advisory¿ alarms on the system controller. When the system controller was connected to a system monitor, the alarms were visible and audible through the system monitor. The extended silence alarm was confirmed to not be active. The pump low speed limit was increased to try and initiate the "low speed" alarm on the system controller, but the alarm only displayed and sounded on the system monitor. The system controller was exchanged and it was noted that the new system controller functioned appropriately. The patient was asymptomatic.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. The low speed operation events were active as a result of the set speed value (8800 rpm) being lower than the low speed limit value (9000 rpm). The alarm did clear when the low speed limit value was changed to 8200 rpm. The low speed alarm would result in a visual alarm on the system monitor as per design. The low flow hazard alarm became intermittently active as a result of the flow estimation value captured at 2.4 lpm, which cleared when the flow estimation value was captured at 3.6 lpm. The pump speed value matched the set speed value of 8800 rpm during these events. Per design, there is a ten second delay between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the system controller. The system controller was functionally tested and was found to function as intended. The device passed the functional test procedure, and all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop while connected to the test power module without any notable events captured in the history screen. No device functional issue was identified during the analysis. The analysis could not determine a root cause for the intermittent low flow hazard events captured in the log file. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.